Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set tubing popped off the bottom of the drip chamber while hanging the IV bag and lactated ringer's solution leaked out onto the floor. The following information was provided by the initial reporter: "gravity IV tubing already spiked lactated ringers IV bag. When hanging the IV bag on the patients hooks on the bed in the room, the tubing popped off of the bottom of drip chamber of the lactated ringers. Lactated ringers spilled all over the floor causing risk for injury for staff, patient, and family members."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set tubing popped off the bottom of the drip chamber while hanging the IV bag and lactated ringer's solution leaked out onto the floor. The following information was provided by the initial reporter: "gravity IV tubing already spiked lactated ringers IV bag. When hanging the IV bag on the patients hooks on the bed in the room, the tubing popped off of the bottom of drip chamber of the lactated ringers. Lactated ringers spilled all over the floor causing risk for injury for staff, patient, and family members."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of drip chamber separation could not be verified due to the product not being returned for failure investigation. Device history record review for model 10802688 lot number 22089353 was performed. The search showed no results, the lot was not correct or not associated with this material. The root cause of this failure could not be identified without a failure investigation.